Event description:
It was reported that during a right hemi-colectomy procedure, a vascular reload was used in a regular gun. The device was fired and only two rows of staples were deployed. There was bleeding that they were able to control intra-operatively. After firing, the device was difficult to remove. They were able to get it off the tissue. Once removed, there was damage to the tissue that was repaired. No blood product was required. No device returning.

Manufacturer narrative:
Investigation determined most probably contamination of gripper caused the high results on the instrument. The gripper was decontaminated by the field service representative.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received erroneous hcg results for three patient samples. All results are in miu/ml. Sample 1: original aliquot result was 38.81. The result when the sample was repoured into a new container was 0.1 with a data flag. The result when the sample was repoured into a new container and tested on the e2 analyzer was 0.1 with a data flag. The result when the original aliquot was retested on e2 was 0.1 with a data flag. Sample 2 original result was 6.81. The sample was autorerun with a new aliquot with a result of 30.34. The user repoured the sample using new gloves and repeat tasting on the e1 with a result of 14.91. The user repoured the sample and reran on the e1 with a result of 19.99. The user repoured the sample and reran on the e1 with a result of 26.93. The user repeated the aliquot previous aliquot on the e2 with a result of 8.18. The user repeated the previous aliquot on e2 with a result of 8.29. The user then repeated the aliquot which previously recovered 19.99 on the e2 with a result of 8.21. Sample 3: original aliquot result was 31.97. The result when the sample was repoured into a new container was 3.45. The result when the sample was repoured into a new container and tested on the e2 analyzer was 0.1 with a data flag. The result when the original aliquot was retested on e2 was 0.1 with a data flag. The erroneous results were not reported out and the patient treatment was not affected. The hcg reagent lot number was 15548403. The field service representative determined the t/v gripper was misadjusted. He adjusted the t/v gripper and cleaned significant buildup from the gripper fingers. Calibrator and qc samples, reagent packs were also investigated as well as and repeat testing on patient samples. To verify the analyzer operation, he ran performance tests with passing results.